Event description:
Star total ankle replacement components were removed and ankle was fused due to ankle pain. Pain was most likely a result of a reacquiring congenital deformity causing lack of a plantigrade foot, and unstable ankle prosthesis.

Manufacturer narrative:
Additional removed components: sliding core mobile bearing, model # 400-142, lot # 1317095, expiration date: 08/01/2018, device manufacture date: 08/2013; talar component, model # 400-255, lot # 130417/0220, expiration date: 07/01/2018, device manufacture date: 07/2013. Visual examination confirms the marks on all three components are consistent with removal of implant. There were no deviations reported in the DHR for part # 400-142, lot # 1317095. The DHR for part # 400-255, lot no. 130417/0220 discarded 4 pieces out of a total of 40. The DHR for part # 400-264, lot 1408070 notes that 6 pieces were discarded out of a total of 40. All released parts were within specification.